Event description:
It was reported that an extended charge time was observed. The ventricular channel appeared to exhibit noise while the the capacitors were not charging, but the noise disappeared while the device was charging. During the capacitor maintenance procedure, the device delivered notification that a reset had occurred. Later, the lead was explanted for noise and high thresholds.

Manufacturer narrative:
Upon receipt, the device would not communicate. After replacing the battery, the device interrogated and was found to be in hwvvi mode. The device entered hwbvvi due to a power on reset in 2009. The device was tested on the bench and found to be normal. The noise resulted from a low battery voltage. The battery was found to have normal long- evity. The lifetime diagnostic cs showed 233 max. Equivalent charges. The device was beyond end of life due to normal usage.